Manufacturer narrative:
To date, the atrial lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
The atrial lead was not returned to boston scientific, therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Additional information was received that the lead was deactivated, surgically abandoned, and replaced in (B)(6) 2011. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up visit, this atrial lead exhibited impedances greater than 3,000 ohms and loss of capture. The atrial lead was deactivated and a revision procedure was to be performed in the near future. Upon removal, the lead will be returned to boston scientific for analysis. No adverse patient effects were reported.